Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose had been high for the past few days. The patient's blood glucose at the time of call was 140 mg/dl. However, she experienced recent blood glucose values of 425 mg/dl, 450 mg/dl, and 460 mg/dl, all of which she treated via manual insulin injection. The customer also noticed that her insulin pump was not recording her bolus history. Further troubleshooting was declined; the customer planned to discontinue use of the insulin pump until her new 630g insulin pump arrived in the mail. The insulin pump was not returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.